Event description:
It was reported that there was an issue with nx011z - as vega ps femoral comp.cemented f5n l. According to the complaint description, the patient experienced postoperative aseptic loosening. The initial implantation bilaterally was on (B)(6) 2018, using full as vega for total knee revision (tkr). The revision was performed on (B)(6) 2022. Both as femoral and tibial implants were found loosened. There was no cement noted on the removed explants. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch: 400560070 (9610612-2022-00184) -nx053z. Involved components: nx120 - vega ps gliding surface t2/2+ 10mm - 400560071.

Manufacturer narrative:
This case is related to same patient - bilateral knee surgeries associated medwatch: 400555789 (9610612-2022-00163). 400555790 (9610612-2022-00164). 400555791 - 400555787- involved components. Investigation: visual investigation: the provided/complained tibial component shows no, the femoral component nearly no bone cement residues adhesive on the intended area. There are no further visible material/coating defects on the provided devices. The provided gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results and for the topic vega loosening, product safety cases (pscs) were initiated.